Event description:
During follow-up, the device was found to be at its elective replacement indicator (eri) prematurely. The device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions with battery level above its elective replacement indicator (eri). Evaluation performed under nominal and field settings, including battery assessment at various amplitudes, did not find any anomaly. A battery assessment was performed and the battery was within the normal range of operation with appropriate longevity remaining.